Manufacturer narrative:
(B)(4). Date sent: 9/22/2016. Batch # n5410t the analysis results found that the ats45 device was received in good visual condition and with a 6r45m reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the doctor noted that the device with grey reload did not lay down staples during the first firing of the gastrojejunostomy (anastomosis). The doctor fired the stapler in accordance with our steps to use, however, noted that no staple line was visible / in place and was concerned that the tissue was transected without being stapled. Upon inspection of the reload it appeared that no staple drivers were visible. The doctor had the circulator pull another grey reload. He fired again to ensure the anastomoses was established and sutured the remainder of the anastomosis to completion. There were no patient consequences reported.